Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reported upper side is still crooked. Their lower side is not straight. And their lower and upper jaw not connecting anymore when they close their mouth, and they have huge gaps. Patient provided bite video and they are presenting posterior open bite on both the left and right sides. Advising patient to begin bite rest sop for 14 days.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.